Manufacturer narrative:
Patient identifier not available from the site. The initial reporter declined to provide this information. A medtronic representative inspected the imaging system on-site. 3d spin images were grainy and unable to see anatomy. - performed flat panel calibration. - performed analog offset calibration. - performed small focus autocalibration - verified rad accuracy. - performed fluoro / rad gain cals. - issue resolved. A software investigation was also completed. This investigation determined that the reported issue was hardware-induced, since calibration resolved the issue. The software was functioning as designed. A calibration issue was determined to be the root cause of the reported issue. No parts were replaced on the system. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system images were grainy and the patient anatomy could not be seen. The surgeon opted to complete the procedure without the use of the imaging system, and a c-arm was used in it's place. Navigation was also aborted. The procedure was completed successfully and the patient was not impacted.

Manufacturer narrative:
(B)(6).